Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the issue. The fse checked the error log but found no related error to endoscope controller (ec). The fse found wear and tear and replaced the ec. The system was tested and verified as ready for use. Isi did receive the ec to perform failure analysis (fa). Fa was not able to confirm the reported complaint via system logs. During visual inspection, fa found no damage on the exterior and interior of the unit. The unit was returned very dusty. The unit was installed in the golden system where it was programmed successfully and functioned as expected. All nodes were present. The image was clear on the vision side console and surgeon side console. The leds on the endoscopic controller power distribution (ecpd) and the dual camera interface board (dcib) are present. The system was set to run 10 power cycles. After testing, the error logs were investigated but no errors were found related to the reported event.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report endoscope recognition issue. The procedure was completed with no reported injury.